Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2090 programmer, product ID 2067l rf (radio frequency) head.

Manufacturer narrative:
Product event summary: the analyzer lost commination with the programmer. Analyzer found out of electrical specification.

Event description:
It was reported when starting the analyzer, an error occurred. The programmer lost communication with the analyzer. The programmer and analyzer were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.